Manufacturer narrative:
Concomitant product: product ID 37651 lot# serial# (B)(6) product type recharger product ID 37761 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6) , UDI#:(B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 analysis of the 37651 recharger serial number (B)(6) revealed that the recharger cord was frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since saturday, the patient's recharger was not taking a charge from the desktop charger (dtc). Caller stated they had it plugged in all night and, when they tried to use the recharger to charge their ins, the screen barely came up and then turned off. Patient then left it plugged in for a few more hours but the recharger was discharged and no longer powering on. The green light of the ac power supply was on, and caller stated there was no visible damage to the recharger port. The caller stated the dtc had exposed wires, and when asked event date, the caller stated that the dtc had been like that for a long time and when it was first noticed the insulation was pulling away (date not provided), they had wrapped it tightly with electrical tape, and the dtc had been working just fine with charging the recharger until saturday. The issue was not resolved. A replacement dtc was sent. Additional information received from the consumer reported they received a desktop charger, but the issue wasn¿t resolved as the recharger wasn¿t charging. Additional information received from the consumer reported the new desktop charger resolved the inability to charge the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 37651, lot# serial#:(B)(6), product type: recharger, product ID: 37761, lot# serial#: (B)(6), product type: recharger. H3. Analysis was performed on [product ID: 37761, lot# serial# (B)(6)] analysis found that the cable assembly connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.